Event description:
.

Manufacturer narrative:
Corrective/preventive action plan: as the loose screw caused by crack in lcd cover was determined as the root cause of the fault, the following corrective action plan will be implemented. Two screws on the lcd lens will have loc-tight or lock washer added. This will prevent the screw from coming loose and floating inside the transmitter if the lcd lens cracks. Effected field units will get this update and will be implemented as soon as possible. New material will be used on the lcd lens that will not be affected by over saturation of isopropyl alcohol. Materials have been identified and testing is currently being under taken. All field units will get this updated once the design change is complete.